Event description:
Member in medical center to visit physician and family member borrowed a wheelchair. Pt fell out of the wheel chair and injured himself. Required hospitalization for sternal contusion. Disharged 3/28/97. Family member said the wheelchair tipped forward. The brakes did not work. Engineering checked the wheelchair and the brakes work properly. The only service change was the footrest was loose. Was replaced immediately.